Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support suggested to calibrate air inlet transducer if the issue is delivered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device was alarming high fraction of inspired oxygen on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.